Event description:
A nurse suddenly heard a loud high pitch alarm coming from a patient's room. It was discovered that the ventilator that was on the patient was not on and not functioning. The nurse immediately unplugged the ventilator from the emergency outlet, and plugged it into a regular outlet. The ventilator began working again. It was later decided to pull the ventilator and have it inspected. Biomed had the manufacturer, mallinckrodt, come in and perform the equipment assessment. Mallinckrodt was unable to duplicate the failure, and no error codes were found. The ventilator was completely checked out, and ran for 48 hours, with no problems. It was then put back into service.